Manufacturer narrative:
Bd did not receive any samples from the customer in support of this complaint. However, picture samples were received for evaluation by our quality engineer team. Upon examination, it was determined that the images did not reveal enough information to determine the cause of the reported defect. A device history record review showed no rejected inspections or quality issues during the production of the reported batch number that could have contributed to the defect of irritation/inflammation. The sample was not received for evaluation and testing. The photo evidence provided by the customer did not contain images of the suspect unit and did not reveal enough information to determine the cause of the incident. Root cause is indeterminate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after having a 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system for 6 days, the patient experienced itching and a ¿hypersensitivity reaction¿ under the "triangle" area of the IV device. The IV was removed and washed with soap and water.